Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had not functioned in 4 years. The patient stated that they had met with the manufacturer¿s representative at one point but was unable to keep the stimulation on. The device had not been explanted. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3487a-33, lot# j0421595v, implanted: 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type :extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3487a-33, lot# j0421595v, implanted: (B)(6) 2004, explanted: (B)(6)2015, product type: lead. Product ID: 3487a-33, lot# j0421595v, implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension.

Event description:
Additional information received reported that there was normal battery depletion and the implantable neurostimulator (ins) was explanted on (B)(6) . It was unknown if any diagnostic testing or troubleshooting was performed, what the cause of the issue was, if the issue was resolved, or if there were any patient symptoms or complications associated with this event. It was further reported that all products were explanted due to the battery being dead for what the patient stated was an estimated nine years and needing an MRI so the explant was also performed for that reason as well. The patient notified the physician that he would welcome the opportunity to have an MRI safe system implanted to help with drop-foot in the future. As of the time of the report there were no set plans for reimplantation. At the time of the report the patient was alive with no injury. The rep. Further noted that the patient was a poor historian and had no specific information to provide regarding their medical history relating to him or the device. The physician did not have any information to contribute either as he was only the explanting physician.